Event description:
During a lap hernia repair, after the surgeon removed the instrument from the pt and place it on the pt's drape, the blade tip was found to be missing. An x-ray was not performed to locate the missing tip. No pt consequence.